Event description:
A volume discrepancy was reported with the actual residual volume (arv) greater than the expected residual volume (erv) - arv: 24ml, erv: 18ml. It was stated that the pump and catheter were replaced due to "premature pump failure." It was later reported that during surgery the catheter was confirmed as patent. Following surgery the next day wednesday morning of (B)(6) 2011, patient was doing great (no injury, recovered without sequelae), however that evening patient was admitted to the ER with acute withdrawal symptoms. A catheter dye and roller study were performed and confirmed as patent by the radiologist and healthcare provider (hcp). It was added that following surgery the drug from the old pump was replaced with new drug (same concentration as old drug) and from a different drug supplier. The drug was planned to be tested to rule it out as a possible cause. As of (B)(6) 2011, patient was still in withdrawal after the drug change and was receiving morphine via IV and doing better. Morphine 25 mg/ml was delivered at a daily dose of 6.0 mg.

Event description:
Additional information: it was indicated that the hcp had confirmed that the pump motor had seized via a rotor study. It was stated that the pump alarm was faulty, they did not hear the alarm and the pump programmer 8840 did not indicate a pump alarm. In addition it was stated that the pump battery died prematurely. The pump replacement date was noted as 2012-(B)(6) (previously indicated as 2012-(B)(6)). It was further noted that the patient experienced full-blown withdrawal symptoms and seizures for two days until pump was replaced.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model: 8709, serial #: (B)(4), implanted: unk, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: patient's specific withdrawal symptoms were reported as tremors, hallucinations, restlessness, jerking, abdominal pain and diarrhea. Following replacement, the patient was "now receiving effective therapy and doing very well".

Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.